Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. This report is related to the sheath used in the case. Please reference related manufacturer report no: 2015691-2018-00720 and 2015691-2018-00721. (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), a 26mm sapien 3 valve was correctly positioned on the balloon and crossed the native annulus. However, the pusher was not withdrawn up to the central marker during inflation. The balloon did not inflate properly and the balloon burst. The valve was not fully expanded and embolized into the left ventricle after a few minutes. The patient was taken to the operation room. The patient¿s native annulus measured 530mm2. The native annulus had no calcification and the native leaflets were mildly calcified. During pre-decontamination evaluation of the returned devices, the esheath was visually inspected. It was found the sheath had delamination approximately 3 inches in length from the sheath distal tip, there was minor distal tip damage, and the c-marker band was present, but detached. There was no liner tear observed.

Manufacturer narrative:
The sheath and delivery system were returned to edwards lifesciences for evaluation. During visual inspection of the esheath the following observations were made: there was circumferential liner delamination approximately 3¿ in length from the sheath distal tip, there was minor sheath distal tip damage, and the c-marker band was present, but separated from the sheath. During visual inspection of the delivery system it was observed that the crimp balloon was torn, the inflation balloon wings were inverted, and the inflation balloon was bunched up at distal end. Due to the returned condition of the device (liner delaminated and separated c-marker band), no relevant functional or dimensional testing was able to be performed. Per the report, there was difficulty withdrawing the burst delivery system balloon through the esheath. The returned delivery system was observed to have a torn balloon with inverted wings. It is likely that during retrieval of the delivery system into the sheath, the balloon wings got caught on the sheath distal tip. Attempts to continue pulling the system while the balloon wings already caught on the sheath distal tip may have delaminated the liner and subsequently dislodged the c-marker band. Available information supports that procedural factors (withdrawal of torn balloon) may have contributed to the event. Per manufacturing mitigations, during manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification, including confirming the presence of c-marker band. Additionally, the sheath tips were 100% visually inspected under a 10x magnification. The esheath assembly was 100% final inspected by both manufacturing and quality visually and for verification of critical dimensions. Furthermore, each manufacturing lot is required to undergo the product verification (pv) testing under a sampling plan before final release. All sample units passed pv testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed via visual inspection of the returned devices. It should be noted that the c-marker band was present upon device return and did not embolize during the procedure. No manufacturing non-conformances were identified during the investigation. A review of the DHR, lot history, and complaint history showed there was no indication that a manufacturing non-conformance contributed to the reported event. Available information suggests that procedural factors (withdrawal of the torn balloon) may have contributed to the complaint events. No labeling/IFU inadequacies were identified. In regards to the separated c-marker band, a pra was previously initiated for risk assessment and corrective/preventive actions were addressed through a CAPA. Since the complaint occurrence rates do not exceed the april 2018 control limits for the applicable trend categories, no further corrective or preventative action is required. Trending for this issue will continue to be monitored.